Event description:
It was reported that this pacemaker exhibited high pacing impedance out of range. Technical services (ts) was consulted and noted a recorded signal artifact monitor (sam) episode. The device is exhibiting noise signals; the ra channel is going flat until the minute ventilation (mv) chop appears. Loss of capture (loc) is suspected to be present. Ts suspects right atrial (ra) lead fracture but hasn't been confirmed. The device remains in service. No adverse patient effects were reported.